Manufacturer narrative:
As viewed through the returned packaging the coil was found to be unsheathed and entangled. Located at the distal tip of the skive the coil protrudes through the sheath. Located at the protrusion site there is no mechanical sheath damage that resulted in an opened skive. The only coil damage was at the protrusion site. The remainder of the coil was found undamaged. No manufacturing defects were found. While the root cause of the coil protruding outside the sheath cannot be determined, there are multiple contributing factors as contained in the event description. These contributing factors that were reported are, ¿¿the doctor notes there was a thrombus in the blood vessel which could have caused some of the resistance during the procedure¿¿ ¿¿none of the devices were kinked prior to use however the resistance felt during use could have kinked some of the coils possibly due to blocked blood vessels¿¿ another contributing factor to the coil and core wire protruding outside the sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire and coil to protrude outside the sheath and damaged the coil which would have also prevented the coil from advancing. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the prowler select plus microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU and patient factors likely contributed to the event and associated product damages. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the hospital reported that there were several issues with various coils when using codman coils during coil embolization of the left internal iliac artery aneurysm and thrombosis occurred during the procedure. A deltamaxx coil (cdx18226030/c31666) was stuck at the middle point of a prowler select lp es 45 (606s155fx/15771828) shaft when it was inserted, and both microcatheter and coil needed to be replaced. Other products (details unknown) were successfully used with the prowler select lp es prior to the encountered resistance. Two presidio coils' (pc418184630/c24604 and pc418195030/c20923) sheaths were split unexpectedly during advancement of the coils and then the coils were exposed at the distal point of a prowler select plus microcatheter (details unknown.) Those coils were unable to be used. Severe resistance was experienced in the middle of the prowler select plus when advancing two other presidio coils (pc418083030/c20057 and pc418205030/c26420) and another deltamaxx coil (cdx18226030/c31666.) Those coils could not be used. The prowler select plus remained in place at the target site. The doctor notes there was a thrombus in the blood vessel which could have caused some of the resistance during the procedure. The procedure was approached from the right femoral artery, the physician inserted a 4fr tempo guide sheath, a destination guide catheter (terumo, details unknown) and a prowler select plus (lot unknown). In addition, he opened a complaint prowler select lp es 45 and used both catheters during the procedure. The procedure was successfully completed after another 29 coils (details unknown) were implanted. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. None of the devices were kinked prior to use however it was mentioned that the resistance felt during use could have kinked some of the devices as they were found kinked after advancement and subsequent withdrawal. The resistance could possibly have been caused by blocked blood vessels. At the time of initial contact the complaint products were available for analysis. No further information is available. Failure analysis also discovered entanglement of the presidio coil lot c20923.